Manufacturer narrative:
Carefusion complaint number: (B)(4). Conclusion: a carefusion service technician was able to verify customer¿s reported problem ¿enve vent has a loose screw or stripped connection at the o2 inlet.¿ connected vent to a 20 psi of oxygen, a leak could be heard coming from o2 blender. Upon visual inspection, the oxygen blender is missing the micron filter and the threading for two screw connections are stripped.

Event description:
The customer reported that the ventilator has a loose screw or a stripped connection at the oxygen inlet port and wants to send it in for repair under warranty. The customer reported no patient involvement with this complaint.